Manufacturer narrative:
Isi received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. A review of digital signal processor (dsp) engagement logs showed the instrument failed to engage on several installs on (B)(6) 2022 using system (B)(4). Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. The instrument was then placed on xi system arm, and it failed engagement on three consecutive attempts. Additional observation revealed the main tube was manually rotated. There appeared to be higher than normal friction of the roll motion when actuated. Additional log review found there were three successful fires during the procedure, but the instrument kept failing engagement despite many efforts by the customer to install the instrument. No firing errors occurred during the procedure. A review of the site's complaint history revealed that patient identifier (B)(6) is a related record of patient identifier (B)(6) (this complaint.) There was no image or video clip submitted to isi for review. A procedure log review was performed. Per the review, the following was confirmed: the gastric bypass (roux-en-y) procedure was performed by the listed console surgeon on (B)(6) 2022 on system (B)(4). This complaint is considered a reportable event due to the following conclusion: it was alleged that the stapler sureform 60 instrument fired incomplete staples. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the stapler sureform 60 instruments were misfiring and not putting out enough staples. A backup of the same instrument was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.